Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false positive sars results for 1 initially symptomatic consumer. The consumer communicated that they continued to test positive for 5 months after being sars positive. The total number of tests taken was not communicated.